Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit at the start on (B)(6) 2022 around 14:53 pm was being used in the cath room, around 16:55 pm it was moved to the ICU and connected the philips monitor with an external input, then the unit shutdown and smelled of smoke. Power switch cannot be turned off. Error codes 139, 118, 7. Solenoid control board, motor control board it was burned."

Manufacturer narrative:
Updated sections: b4, e1(country site), e2, e3, g2(health prof added), g3, g6, h2, h10, h11.corrected sections: b5, d5, e1(name), h6(health clinical & impact).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit at the start on (B)(6) 2022 around 14:53 pm was being used in the cath room, around 16:55 pm it was moved to the ICU and connected the philips monitor with an external input, then the unit shutdown and smelled of smoke. Power switch cannot be turned off. Error codes 139, 118, 7. Solenoid control board, motor control board it was burned." There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and resolved the issue of odor related malfunction by replacing solenoid driver board and pcb motor control. Resolved the issue of unexpected shutdown by power management board. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received the following parts associated with this complaint: solenoid driver board, pcb motor control, power management board. These parts were received with a reported failure of shutdown and smoke smell. The fat performed a visual inspection and found solenoid driver board to have a blown component and pcb motor control had smoke damage on the underside. Please see attachments. The fat installed power management board in cardiosave test fixture and tested the part to factory specifications and the cardiosave service manual. The iabp would not power on when this part was installed. Fat was able to verify the reported issue. Sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. Ap. Fat cannot install solenoid driver board, pcb motor control due to the risk associated to the cardiosave test fixture. Retaining these parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The fat dept. Received pcb power management from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier found that q31,q33,q35 were defective. The supplier replaced q31, q33, q35 components and the supplier retested the board and found u6 component defective. The supplier replaced u6 component and the supplier retested the board and passed. The failure analysis and testing dept. Installed part number 0670-00-1162 pcb power management, serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev. Aq. Please see attached document received from supplier. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Corrected fields: d1, d4. Updated fields: b4, g3, g6, h2, h11.

Event description:
N/a